Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-02317, 3005168196-2019-02318.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). It was reported that the patient¿s groin and radial artery were both occluded and access was very difficult; subsequently, the physician used the brachial artery for access. During the procedure, while advancing the jet7 through the neuron max in the target vessel, the jet7 and neuron max both kinked; the physician decided to remove the jet7 and left the neuron max in place. Next, while advancing the ace68 through the neuron max, the ace68 became stuck, broke, and started unravelling; therefore, the neuron max containing the unraveled ace68 was removed. The procedure was completed using another neuron max and indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #3005168196-2019-02319 MFR report: 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1. 3005168196-2019-02317 2. 3005168196-2019-02318.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). It was reported that the patient¿s groin and radial artery were both occluded and access was very difficult; subsequently, the physician used the brachial artery for access. During the procedure, while advancing the jet7 through the neuron max in the target vessel, the jet7 and neuron max both kinked; the physician decided to remove the jet7 and left the neuron max in place. Next, while advancing the ace68 through the neuron max, the ace68 became stuck, broke, and started unravelling; therefore, the neuron max containing the unraveled ace68 was removed. The procedure was completed using another neuron max and a non-penumbra catheter. There was no report of an adverse effect to the patient.